Event description:
It was reported by the customer that when checking on the patient, she was found unresponsive. "He called his wife and she came in and noticed her left arm was caught in between the bed and the rails with her right arm across the bed. She couldn't get her arm out, it was stuck. She gave her CPR but did not respond".

Manufacturer narrative:
It was reported by the customer that when checking on the patient, she was found unresponsive. "He called his wife and she came in and noticed her left arm was caught in between the bed and the rails with her right arm across the bed. She couldn't get her arm out, it was stuck. She gave her CPR but did not respond". Additionally, it was reported that it was thought that "her mother in law dropped her remote, tried to get it and she fell out of the bed and couldn't get back on, she probably over did herself." The customer believes the bed and/or rail contributed to the patient's death. It has been determined that the reported event caused or contributed to death, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. An additional medwatch has been submitted for this issue under 1417592-2026-00426 for the bed involved in the reported event.